Event description:
Complainant alleged that during a product demonstration, the device displayed a "pacer fault 117" message. Complainant indicated that there was no patient involvement in the reported malfunction.